Manufacturer narrative:
The returned inserter was evaluated. One of the flanges was found to have broken off; the complaint is confirmed. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an inserter broke during a procedure. There was no harm to the patient or delay of surgery associated with this event.